Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04774. It was reported that system diagnostics recorded high impedances. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information identified that surgical intervention was undertaken on (B)(6) 2019, wherein the leads were explanted and replaced. The physician also noticed that one of the leads had migrated. Effective therapy was restored post operatively.